Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00158: screw 2.

Event description:
A patella reconstruction used a donor patella. The donor patella was implanted using acutrak 2 screws. Post operatively, the patella cracked. A revision surgery was performed, implanting a new donor patella with additional, larger acutrak 2 screws.